Manufacturer narrative:
(B)(4). Leak test failure. Device b batch # f9hn3r; mfg date: 10/09/2009; exp date: 09/09/2014 the analysis results found that device (a) was returned in good visual condition. The device was functionally leak tested and failed during the insertion and removal of the test probe through the device. One possible cause for this type of issue is excessive bending load as a resulting from surgeon manipulation of inserted devices. In addition, the lens of the obturator was noted cracked. The exposure to ethylene oxide (eo) which is part of the complaint device return process may lead to crack/scratch lens. The analysis results found that device (b) was received with the duckbill seal open at the slit. As a result, it would not open and close as intended during functional testing. A leak test was performed and the device was noted to leak without the test probe. A potential cause of this failure is attributed to molding, component transit, bodily fluids or debris from surgery. Additionally, the lower ring of the universal seal assembly was noted cracked. In addition, the lens of the obturator was noted cracked. The exposure to ethylene oxide (eo) which is part of the complaint device return process may lead to crack/scratch lens. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an laparoscopic procedure, air leaked when a forceps were removed through the device. As it was not sure which device was malfunction, two devices were returned. Another device was used to complete the procedure. There were no adverse consequences for the patient.